Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer treated high blood glucose with insulin pump. Customer stated symptoms related to high blood glucose that were tired and weak. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer alleged that the insulin pump was under delivering the insulin. No further patient complications were reported. Troubleshooting was performed. The customer will continue the use of device.